Manufacturer narrative:
Additional e1 (telephone number): the manufacturer's investigation is ongoing. A follow-up report will be submitted when the manufacturer's investigation is complete.

Event description:
Per the report received from canada, edwards received notification of a pascal procedure in mitral position by right femoral vein where two devices were implanted. During procedure it was not possible to remove the suture attached to the anterior leaflet of the second device. The first device was implanted uneventfully with good mitral regurgitation (mr) reduction. During steering of the second device and retraction of the clasps, the anterior clasp did not fully approximate alongside the spacer, although it contacted the paddles and did not prevent leaflet capture. No clasp reset maneuvers were attempted during the procedure and no abnormal clasp movement was observed during device preparation. Leaflet grasping with the second device was uneventful. The posterior suture line was successfully removed first, with some resistance noted. The physician was able to unscrew the anterior suture lock cap but was unable to retract the suture. Significant tension was noted on the suture. Due to the proximity (approximately 4 mm) of the second device to the first implant, removal of the system was considered high risk with potential for leaflet injury or slda of the first device. As the posterior suture had already been removed with good leaflet insertion, the physician elected to cut the implant system shaft between the steerable catheter and the handle to allow safe system removal. Following cutting of the shaft, the system was removed with two free ends of the suture exiting at the groin. One physician secured the suture at the groin while another removed it. Hemostasis was achieved without issue. No patient safety concerns were reported, and the patient was discharged. The physician expressed satisfaction with the outcome.